Event description:
It has been reported that the safety side rails have dropping out of the guide channel for rails to the floor.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh. On behalf of the manufacturer (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.